Event description:
The customer reported that the device failed to recognize the battery in the battery b compartment. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to recognize the battery in the battery b compartment. There was no report of pt involvement. A philips field service engineer went to the customer site and verified the failure. Replacement of the battery pca resolved the failure. The unit passed all post-servicing testing and remains at the customer site.